Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown. The sample was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. The reported condition could not be confirmed; the root cause was not identified.

Event description:
It was reported that an unknown one-link device experienced a no flow. This malfunction was observed by the nurse during infusion on a patient; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.